Manufacturer narrative:
Concomitant medical products: product ID: 5076-58, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low-voltage right ventricular (rv) lead triggered a lead integrity alert (lia) and oversensing of sensing integrity counter (sic) and non-sustained ventricular tachycardia (nsvt) episodes due to electromagnetic interference (emi) was observed. It was noted the patient had previously been doing work around a fish pond pump and the patient indicated the implantable cardioverter defibrillator (ICD) had also previously alarmed while they were working around speakers. The lead was explanted and it was noted after the extraction procedure, insulation damage midway along lead was observed, which was suspected to be due to the extraction procedure. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise, oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular (rv) lead integrity alert triggered. It was noted there was evidence of over sensing noise noted in episode #2278 and episode #2279; sic went up to 14 (within 1 day) and the rv lead integrity alert (lia) warning occurred for increased sic count and 2 or more non-sustained ventricular tachycardia episodes <(><<)>220 ms on (B)(6) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted approximately one year prior due to electromagnetic interference (emi) that was observed. It was noted the patient had been doing work around a fish pond pump and the patient indicated the ICD had also previously alarmed while they were working around speakers. Recently, the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of sensing integrity counter (sic) and noise. During the lead revision procedure, insulation damage midway along lead was observed, which was suspected to be due to the extraction procedure. The rv lead was explanted and replaced and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.